Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/17/2016 with the following findings: there was no evidence of a short battery life observed in the black box. There were multiple call service (cs 128) alarms with a secondary code ¿088¿ for post-delivery fault. All current readings were above specification; the short battery life complaint was duplicated. Unrelated to the original complaint, the battery compartment was cracked. There was moisture corrosion observed on the display screen and the leak test failed due to a battery compartment leak. ¿ez-prime¿ steps were performed correctly. The pump¿s cover was removed and further moisture corrosion was found internally. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.